Event description:
Caller reported that (B)(6) 2015, the customer went to bed and woke up with hypoglycemia. Mother couldn't remember exact blood glucose results, but patient was sweating. She tried to bring his glucose up with a glucose pen, but it didn't work so patient went to hospital. He stayed overnight and was treated with a glucose drip. On an undetermined date, mother went to check on son late night and he was hypoglycemic again. Mother said his blood glucose was around 1.6 mmol/l. She injected him with glucose pen again but it didn't work so she called paramedics and they put patient on a glucose drip. Nothing reported to indicate device malfunction. No indication system performing outside specifications. Device requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.